Manufacturer narrative:
Upon requesting the device be returned to MFR for eval, the device distributor was told by the user facility that the device involved in the event had remained in svc without a recurrence of the initially reported or any other adverse event. As of the date of this manufacturers report the user facility/initial reporter has not returned the device to MFR for eval. If the device is returned to the MFR at some time in the future, an eval will be conducted and a follow up report/findings submitted upon completion.